Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an interventional gastrointestinal endoscopy procedure, we experienced a malfunction in the delivery system of a fully covered metal biliary stent. The procedure was halted and the entire device was carefully removed. A second stent was placed. Incident resulting in temporary harm (e.g. Delay leading to disruption of care).